Manufacturer narrative:
(B)(4). Other device used: catalog # 42511401010, persona articular surface, lot # 62833024. Catalog # 42500606801, persona cemented femoral component, lot # 62773689, manufactured by: zimmer shannon, (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and swelling. Patient also underwent manipulation procedures.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the tibial, femoral, or articular surface component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation and with the matching mating components as per the surgical technique. Per the components package insert, pain and swelling are known adverse effects associated with this procedure. A definitive root cause cannot be determined with the information provided.